Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing was leaking at site event on (B)(6) 2024. The blood glucose level was 300 mg/dl at the time of event. The infusion set was in use foe half day. Patient replaced infusion set and resumed insulin successfully. No further information available.